Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain at implant site. The device was subsequently explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced recurrent pain over the implant site and was subsequently admitted to the hospital multiple times (specific dates and duration not reported).